Manufacturer narrative:
(B)(6). The device was serviced on-site by a field service technician. Visual inspection, power on self test and a review of the alarm logs were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The power-on issue was identified during power on self test and review of the alarm logs as a f-20 alarm (malfunction in door open detection circuitry: p54(pump 1) or p55 (pump 2) of the master cpu remains low). The cause of the condition was malfunction in the door open detection circuitry. The latch of the door was cracked and the magnet of the latch is missing. To correct the condition, the door latch was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion would not turn on. This was identified before use. There was no patient involvement. No additional information is available.